Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:the battery compartment threads were found to be damaged during evaluation. The battery cap was unable to be properly secured to the pump and was difficult to remove from the pump. The battery cap threads were found to be stripped. The battery cap contact height and width were found to be within specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the battery compartment threads were damaged and the battery cap was unable to be properly secured to the pump. There was no reported power issue. It was reported there was no damage to the battery cap and no evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.